Event description:
On (B)(6) 2026, a patient underwent a dialysis placement procedure using glidepath hemodialysis catheter. During the procedure, the guidewire became entangled in the cannula, requiring both components to be removed from the vessel. Additionally, it was further reported that the guidewire had disintegrated and split. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one straight tip guidewire in a guidewire hoop and one introducer needle were returned for sample evaluation. Visual, microscopic, functional evaluations and dimensional observation were performed on the returned device. The guidewire was noted to be uncoiled and stretched throughout the distal portion. The round core wire was noted to protrude an uncoiled portion of the guidewire. A round ball was noted on the termination of the round core wire. The flat core wire was also noted to be protruding an uncoiled portion of the guidewire. The distal portion of the core wire was in a c shaped curve. The termination of the flat core wire was noted to be granular. The distal portion of the guidewire appeared to be uncoiled and stretched out. Therefore, the investigation is confirmed for the reported fracture, material separation, and identified stretched, deformation due to compressive stress, unraveled material issues. However, the investigation is inconclusive for the reported removal difficulty as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample and also the investigation is inconclusive for reported material split, cut or torn and physical resistance or sticking as functional evaluation not performed due uncoiling and exposed core wires throughout the guidewire and . Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. During the procedure, it was noticed that the guidewire became entangled in the cannula, requiring both components to be removed from the vessel. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.